Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit was monitored and no blank display anomalies were noted. No failed battery test noted. Unit received with minor scratches on lcd window and bleeding glass on lcd board.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The display returned after troubleshooting. The insulin pump alarmed failed battery test. Customer's blood glucose level was 383 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.